Manufacturer narrative:
The following report fields have been corrected due to additional information received: procedural cine, procedural echo, was submitted for review. Pre-op CT was not provided. Procedural echo: mitral regurgitation; thrombus and blood seen around non and left coronary sinuses unable to determine area of rupture procedural cine: calcified annulus; 1st and 2nd bav not effective as balloon slips into aorta (size not given); 3rd bav effective. No contrast leak seen around balloon ; no images received of valve alignment; valve not coaxial within annulus; valve not between markers and is distal to proximal marker; respiratory movement seen, breath not held during valve deployment ; valve deployed well, slow inflation and looks fully expanded; valve appears too large for annulus; image of pericardial drain in pericardium with large pericardial effusion impressions: no pre-op CT scan provided in order to re-measure annulus size. Third bav done with contrast injection showing no contrast leak around balloon. Balloon manufacture information and size not provided. The crimped valve is seen not within markers and is distal to proximal marker on balloon. No images provided of valve alignment. Valve deployed well and is fully expanded. Area of effusion not seen from cine and echo images provided. Image of pericardial drain showing large effusion.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture is unknown. However, procedural and patient factors (moderate valve calcification) could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an affiliate in (B)(4), after the 26mm sapien 3 valve by tf approach in aortic position was deployed a transesophageal discovered a peri-annular hematoma on the right side of the annulus. Decision was made to do a pericardial effusion whereby 1440mls of blood was removed. There was no clear indication where the bleed was coming from. At this stage the patient was stable with good pressure. The pericardial collection was visibly smaller when the effusion occurred, as expected, however it quickly developed again but did not seem to get worse than original images suggested. Decision was made to do a sternotomy and thoroughly assess the situation. Initially the surgeon thought he could identify a right ventricle perforation as there was substantial bleeding coming from this region, however upon more probing it was discovered that the annular rupture was extended right across the back of the valve. The patient was considered non-operational prior to the start of the case and the decision was made to close the chest and end the procedure.